Manufacturer narrative:
Technical services provided the safety data sheet to the customer and no further action is required. According to the package insert in195150c v.3.0: precautions the reagent solution contains a harmful chemical (see table below). If the solution contacts the skin or eye, flush with copious amounts of water. If irritation persists, seek medical advice. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.

Manufacturer narrative:
This supplemental report (2) is being submitted to provide a correction to the previous reports. Corrected data: b4- date of report missing in supplemental report 1; 05may2022.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported accidentally putting binaxnow covid-19 reagent in his nose while opening the vial. Per the customer, he didn't take the test after it happen. The customer stated no symptoms was present and no irritation happen. The customer was advised to seek medical attention if there are symptoms or irritation. The customer confirmed patient is feeling "okay" and doesn't have any symptoms or irritation on the skin.